Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. There was an air embolism after inserting the clip into the steerable guide catheter (sgc). The air embolus was not removed. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed for 30 seconds. The sgc was replaced and the procedure was completed with 2 clips implanted. The mr was reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported air embolism resulting in cardiac arrest cannot be determined; however, embolism (air) and cardiac arrest are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.